Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verified "power up test fails code #14" alarm. The fse then troubleshoot the issue to the scroll compressor. The scroll compressor was replaced, and the iabp passed all functional and safety tests per factory specifications. Iabp was then returned to customer and cleared for clinical use.

Event description:
Customer stated that prior to patient use, the intra-aortic balloon pump (iabp) emitted an error message and made a loud noise. However, customer did not record the error message. The customer later reported to a visiting company representative that the iabp alarmed "power up test fails code #14". No adverse event was reported.

Manufacturer narrative:
A technician of the maquet national repair center (nrc) evaluated the iabp and reported finding no damage upon visual inspection.the nrc installed the compressor, scroll into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. The nrc could not verify the failure of power up test fails code 14. The compressor passed testing.

Event description:
Customer stated that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) emitted an error message and made a loud noise. However, customer did not record the error message. The customer later reported to a visiting company representative that the iabp alarmed "power up test fails code #14". No adverse event was reported.